Event description:
It was reported that the clips were not properly loaded into the jaws. Although the user pulled the trigger several times, the clips were stuck in the applier and did not come out to the jaw tip. It was replaced with a new one. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and with the first clip out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One device was returned with its the rotation tab bent and with the first clip out of position in the channel. Upon functional inspection, the clips were unable to load properly. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800543 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not properly loaded into the jaws. Although the user pulled the trigger several times, the clips were stuck in the applier and did not come out to the jaw tip. It was replaced with a new one. No clips fell in the patient.